Event description:
The customer reported a cartridge alarm during the pumping process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump with one that includes updated software, while the customer continued using the current pump until the replacement arrived. Instructions were given to the customer on how to return the problematic pump using a pre-paid label, and training for the new pump was made available in their tandem source account.